Manufacturer narrative:
Updated fields: a2, b2, b4, d10, g3, g6, h2, h10, h11. Corrected fields: b1, b3, b5, h1, h6 (health effect - clinical code, health effect - impact codes).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit had a catheter restriction alarm. Initially, after insertion, but then resolved by switching the trigger to pressure. The alarm recurred immediately after arriving in ICU. The patient was planned to be taken back to cath lab to switch to different catheter. The alarm stopped treatment automatically, and needed to be restarted every time. The unit was switched out three times and encountered the same failure. The patient was unstable after the observed alarm and then decompensated. Patient ultimately expired. It was additionally reported that death of patient was not related to the device. Reference the related mfg report numbers - 2249723-2024-01796 ((B)(4)), 2249723-2024-01794 ((B)(4)), 2249723-2024-01768 ((B)(4)).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: b7, e1 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse confirmed the alarm logged in the system, but found no issues with the pump. The fse believes the issues were with the teleflex catheter and not the unit. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The unit passed all functional/safety testing. The iabp was returned to the customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a "catheter restriction alarm". There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.